Event description:
Event description guidant received information that this patient was experiencing palpitations and review of an electrogram, recorded prior to the patient being seen at the hospital, indicated the patient was being paced at the maximum sensor rate. Device interrogation upon evaluation of the pacing system at the hospital, indicated that the minute ventilation feature was programmed to on. The mv sensor was programmed to off and the paced rate returned to the lower rate limit. It was also questioned whether this device was affected by recent safety communications regarding this model device.